Event description:
A hospital in (B)(6) reported that an rt236 infant breathing circuit leaked at the y-piece during a servo-I ventilator leak test. This occurred before use on a patient.

Manufacturer narrative:
(B)(4). The returned breathing circuit was pressure tested and also submerged in a water bath to test for leaks. Results: upon submersion in a water bath, a leak was detected at the joint of the swivel y-piece. A lot check revealed no other complaints of this type for this lot number. Conclusion: the leak in this infant breathing circuit was caused by an insufficient seal between the two parts of the infant y-piece swivel that are held together by a snap-fit. All breathing circuits are pressure tested during production and those that fail are rejected. This suggests the leak developed post production. (B)(4).